Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: "infected".

Event description:
Healthcare professional called to report left-side "infected". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed.

Event description:
Healthcare professional called to report left-side "infected". Device has been explanted.